Event description:
The customer reported that the left (live) monitor was intermittently not working. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter and da/monitor connections were reseated. The system was then found to be operating as intended.